Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Prior to a device upgrade, the zimmer biomet clinical representative noticed that the elo touch screen was not working, the monitor itself is working but the touch function is not. Clinical rep attempted to unplug/plug connections, searched for breaks and attempted to configure touch screen but did not solve the issue. Upon attempting to configure the touch screen during the update, there was an error message that read 'no touch screen detected.'

Event description:
Prior to a device upgrade, the zimmer biomet clinical representative noticed that the elo touch screen was not working, the monitor itself is working but the touch function is not. Clinical rep attempted to unplug/plug connections, searched for breaks and attempted to configure touch screen but did not solve the issue. Upon attempting to configure the touch screen during the update, there was an error message that read 'no touch screen detected.

Manufacturer narrative:
Reportedly, the clinical rep attempted to unplug/plug connections, searched for breaks and attempted to configure touch screen but this did not solve the issue. The touch screen was not returned for investigation. On this occasion, the root cause of the reported event can not be determined, but seems to be linked to a touch screen component failure. Based on the investigation performed, the technical root cause of the event can not be determined. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.